Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was received. The device was returned but not in the device cup. Analysis was performed. The delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was cut. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The articulation and deployment test could not be performed due to the condition of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01us-delsys / expiration date: 28-mar-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 28-jan-2021. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 24-oct-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a dislodgement occurred during removal of the tether. It was noted that tension was high when attempting to remove the tether and a knot was observed once the delivery system was removed from the body. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.